Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd insyte¿ i.v. Catheter, the needle broke. The following information was provided by the initial reporter, translated from (B)(6) to english: when performing the channeling process, the catheter falls out and when the needle is removed from the catheter, it is evident that the needle is fractured.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed for the reported lot as it was unknown and could not be identified in the provided photo. Our quality engineer reviewed the provided photo and determined that the needle was broken with a piece of the needle remaining inside of the catheter. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.

Event description:
It was reported that while using a bd insyte¿ i.v. Catheter, the needle broke. The following information was provided by the initial reporter, translated from spanish to english: when performing the channeling process, the catheter falls out and when the needle is removed from the catheter, it is evident that the needle is fractured.